Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reclaim total hip replacement on (B)(6) 2016. High risk (B)(6) male patient with many co-morbidities. He'd fallen and blade of pfna nail had perforated femoral head, so plan was to remove the pfna nail and do thr using reclaim system. After distal reaming and then going to insert the definitive distal stem, surgeon was concerned the distal stem was sinking. Initially thought to go up a size in diameter to gain better fit in the femur. Surgeon also said second distal stem inserted was sinking further into the femur. Rep advised to check for fracture in the femur. Xray taken and no obvious fracture was evident to the surgeon. Continued to ream in increased diameter and distal stem still seemed to go down further in the femur than proximal body reference line used when reaming. 60 minute delay contacted by the surgeon on (B)(6) 2016 to say that post op x-ray did show femur fracture. Patient died (B)(6) 2016. Thought to be from pneumonia although also has many pre-op co morbidities. Not suggested that this was product related. Patient had a pfna nail in femur. He'd fallen and blade of nail had perforated femoral head.